Event description:
It was reported that while driving and stimulation was turned off, the patient¿s stimulation would ¿turn back on by itself¿ when certain movements were made, such as turning on her blinker. Additionally, when the patient would walk, she would ¿feel like she was being jerked, like it was skipping off and on, like rubbing.¿ it was stated that these symptoms had been happening for a couple of weeks and that the patient had not used her patient programmer to check the status of her implantable neurostimulator (ins) during either of the events. The patient had not had any recent falls or trauma, but had fallen down the stairs in (B)(6) 2013 and had a CT scan which showed that ¿everything was in the right place.¿ additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 37746, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).